Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not power on ac or battery power. There was no pt use associated with the event.